Manufacturer narrative:
Technician found the head down solenoid valve was bad. Replaced head down solenoid valve to restore this issue. Bed located in ground floor storage.

Event description:
Account states head lowers slowly. No injury alleged.